Event description:
It was reported that a pump alarms for system error 322. The customer also stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The investigation was able to reproduce the reported symptom which. History log review found 4 occurrences of ec 322. The cause of the reported symptom was determined to be a failed upper latch switch. The upper auxiliary assembly will be replaced.